Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a procedure, the suture broke at its central part. Another suture was used and the same event occurred on 4 sutures. There was no patient injury.